Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified failure occurred during use on the homechoice. It was not specified if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. An event history log review was performed; however, no alarms or failures were identified. The evaluation included a visual inspection, functional testing, electrical testing, calibration and simulated-use testing. No issues were identified during the sample evaluation that could have caused or contributed to the reported problem. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The reported issue was not verified, and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.